Event description:
Both knees have become very sore/ injection site was sore/ both knees were sore/ knee started to ache even when sitting [knee pain], lower back pains [low back pain], issues with kidney [renal disorder]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. Based on additional information received on 07-oct2016, this case initially considered as non-serious was upgraded to serious as the event both knees have become very sore/ injection site was sore/ both knees were sore/ knee started to ache even when sitting was updated to serious with seriousness criteria as medically significant. Also the report type was updated from spontaneous to spontaneous from health authority. This unsolicited case was received from health authority in united states (FDA: mw5064717) on 23-aug2016 from a patient. This case concerns a patient (demographics not provided) who received treatment with synvisc injection and later after 3 months experienced lower back pains, issues with kidney and both knees have become very sore/ injection site was sore/ both knees were sore/ knee started to ache even when sitting after unknown latency. No past drugs, medical history and concurrent condition were reported. Concomitant medication included meloxicam. On an unspecified date in 2016 (about 3 months ago), the patient initiated treatment with intra-articular synvisc injection, weekly (dose, batch/lot number and expiration date: not provided) bilaterally in knees for osteoarthritis in both knees. It was reported that the patient had a series of 3 injections of synvisc. On an unknown date, after unknown latency, patient was having issues with kidney. On an unspecified date in 2016, 3 months after receiving treatment with synvisc, patient started to have lower back pains. It was reported that the patient wanted to know if patient's body could reject the medication and cause issues with kidney. On (B)(6) 2016, after unknown latency, the injection site was sore but after a month it lessened. It was reported that in the third week patient noticed that both knees were constantly sore and started to ache even when sitting. As of (B)(6) 2016, the event continued to worsen. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: not recovered for both knees have become very sore/ injection site was sore/ both knees were sore/ knee started to ache even when sitting and unknown for other events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: medically significant for both knees have become very sore/ injection site was sore/ both knees were sore/ knee started to ache even when sitting. Additional information was received on 09-sep-2016. Global ptc number and ptc results were added. Additional information was received on 07-oct-2016 from consumer. Report type was updated from spontaneous to spontaneous from health authority. The case was upgraded to serious as the event both knees have become very sore/ injection site was sore/ both knees were sore/ knee started to ache even when sitting was updated to serious with seriousness criteria as medically significant. Frequency and indication of synvisc was added. The event term both knees have become very sore was updated to both knees have become very sore/ injection site was sore/ both knees were sore/ knee started to ache even when sitting and event onset date was updated from 2016 to (B)(6) 2016. The action taken was updated. Outcome of both knees have become very sore/ injection site was sore/ both knees were sore/ knee started to ache even when sitting was updated form unknown to not recovered. Concomitant medication was added. Clinical course was updated and text was amended accordingly.